Manufacturer narrative:
Internal file number - (B)(4). Correction: device not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the dragonfly optis imaging catheter resulted in the reported difficult to remove. Manipulation of the device resulted in the reported twisted guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was non-tortuous and non-calcified. At the end of procedure, during removal of the dragonfly optis imaging catheter that was advanced on a balance middleweight hydro guide wire, resistance was felt. The devices were removed together by pulling them inside the guide catheter as a single unit. When the devices were out of patient, the physician noted that the guide wire was twisted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.